Event description:
It was reported the batteries on the insulin pump were not lasting very long. Customer's mother stated the device wouldn't turn on, but finally got it work. Customer took about five minutes to turn it on but finally got it turn on. Customer's blood glucose was unknown. Cracks were noted on the device. Customer's mother was unaware how damage occurred. Customer's mother was advised to discontinue use of the device and revert to back up. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Unable to verify low battery life due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.